Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016. The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va13hcl, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient implanted with implantable neurostimulator (ins) indicated for gastrointestinal/pelvic floor reported therapy was not working and they were still ¿peeing all over herself.¿ the return of symptoms started a ¿couple¿ days ago and the patient was also having spasms. The patient did not feel stimulation and was unable to connect using the programmer because their nurse usually did it. There were no falls or traumas that could be related to the issue. The patient later noted they could not get the device over the implant. They could however see that their setting was at 2.25 v on program 1. It was stated the patient asked what the different programs did. Additional information was received on april 17, 2017 from the patient reported that they thought the lead was broken and hitting their coccyx but they also noted they did not know if it broke off. It was also reported that the ins was not working, that the patient got electrical shocks in their back and buttocks so the stimulation was turned off. The shocking stopped but then the patient got terrible bladder spasms and their catheter had blood in it. The patient wanted to turn the ins on and increase the stimulation. The stimulation was at 0.0 volts and the patient increased it to 0.2 volts. The patient stated they did not feel any pain or shocking at the present time. The patient was to follow up with their healthcare professional (hcp) if the issues returned. There were no further complications reported or anticipated.